Event description:
It was reported that at a routine follow-up appointment, this subcutaneous implantable cardiac defibrillator (s-ICD) device exhibited a battery depletion (bd) alert. The physician suspected that the device battery was exhibiting premature depletion. A surgical replacement procedure was scheduled, but has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that at a routine follow-up appointment, this subcutaneous implantable cardiac defibrillator (s-ICD) device exhibited a battery depletion (bd) alert. The physician suspected that the device battery was exhibiting premature depletion. The s-ICD was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Event description:
It was reported that at a routine follow-up appointment, this subcutaneous implantable cardiac defibrillator (s-ICD) device exhibited a battery depletion (bd) alert. The physician suspected that the device battery was exhibiting premature depletion. The s-ICD was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected to be returned for analysis, but has not yet been received.